Manufacturer narrative:
Product event summary: a proximal portion of the 5076 lead was received measuring 9.5 cm and a distal portion was received measuring 9.5 cm. Both the proximal and distal conductors of the lead became extrinsically fractured due to a cut. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The short interval counts (sic) were high and there were several episodes of non-sustained ventricular tachycardia with noise sensed by the implantable cardioverter defibrillator (ICD). Also, there were pauses noted during the noise and the patient is pacemaker dependent. There was no inappropriate treatment. There was also sensing issues with the right atrial (ra) lead post extraction. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694965 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).